Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 47 year old male patient was admitted in with acute myocardial infarction and cardiogenic shock after an out of hospital arrest and CPR. The team accessed the femoral artery with the 14fr abiomed provided introducer, to deliver an impella cp for hemodynamic support. When the team accessed the left ventricle (lv) with a pigtail and guidewire the patient went into ventricular tachycardia (vt). The team proceeded with the angioplasty for the coronary artery without the impella cp, but after the angioplasty they again tried to deliver to the lv, but found again there was vt and aborted the cp and instead placed an intra-aortic balloon pump for support. The vt may have been due to patient-specific factors but the patient's underlying cardiac history was not shared and is unknown.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. B1: added product problem. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary arrhythmia/tachycardia: the cause of the injury was not determined due to insufficient clinical details. Failure to advance: the cause of the failure to advance was not determined due to insufficient clinical details.